Event description:
Affiliate reported that a reservoir was used for a spinal surgery. The pt presented with redness and a superficial infection five days post-op. Pt was prescribed antibiotics. The surgical wound also separated and a methicillin resistant s. Aureus infection was confirmed on postoperative day 12.